Event description:
Orthodonitic resident while under supervision of an orthodontist was adjusting an orthodontic wire on a pt. The instrument they were using broke and a small rip of the instrument was swallowed by the pt. Very minor abrasions were apparent in the pt's mouth. As school policy the pt was taken to the x-ray lab and the tip clearly was revealed in the digestive system. Follow up x-rays were taken 5 days later, and the tip had passed. No intervention was needed.